Event description:
It was reported about two months after implant that the patient's right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.